Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir has large air bubbles in it. The customer's blood glucose reading was unknown mg/dl at the time of incident. Troubleshooting found that the customer pushed the air bubbles out of the reservoir but was unable to determine if the air bubbles were still in the reservoir. Customer was advised to remove the reservoir first to allow pressure in the vial to normalize.